Event description:
Customer reported he was hospitalized due to ketoacidosis. Customer was felt dehydrated, wasn't feeling well, and hand and shoulder ached. Customer reported his blood glucose was 518 mg/dl range. Customer treated by going swimming but it wouldn't go down. Customer when to the emergency room and his blood glucose was 515 mg/dl. Customer changed the tubing after swimming. Customer was given fluids and released. The device had alarmed unexpected restart prior to hospitalization. Customer stated the device was not stored for a long period of time but the alarm did occur after inserting a new battery. Troubleshooting for infusion leak was also performed. Customer's cell phone battery was dying unable to complete troubleshooting for alarms. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.